Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported his right hip was revised due to pain, pseudo-cyst, elevated cobalt levels (reported at 1.4 in 2016), muscle and tendon degradation. Patient reports that the liner and femoral head were revised.

Event description:
Patient reported his right hip was revised due to pain, pseudo-cyst, elevated cobalt levels (reported at 1.4 in 2016), muscle and tendon degradation. Patient reports that the liner and femoral head were revised.

Manufacturer narrative:
Correction on tab g-initial reporter type. An event regarding altr (adverse local tissue reaction) involving a secur fit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned it remains implanted. -medical records received and evaluation: review of the provided medical records by a clinical consultant revealed: on (B)(6) 2018 a revision of the ¿right hip replacement ¿ acetabular liner ¿ femoral head¿ and ¿excision pseudotumor cystic mass extending from the greater trochanter into the gluteus medius and into the joint space¿ was performed for a pre- and post-operative diagnosis of ¿failed right thr with suspected local adverse tissue effects from trunnionosis corrosion at head/trunnion junction.¿ x-ray printouts include two undated aps of the right hip demonstrating an uncemented right total hip arthroplasty with no screws in the acetabulum. A large prosthetic head is noted, and the head is reduced, and the components are in nominal position. The tip of the prosthetic stem is not visualized. Another undated ap of the pelvis demonstrates the right total hip arthroplasty having been superiorly dislocated with the same stem and shell as previously noted and the tip of the stem is once again not visualized, but a smaller head is in situ. A left srom total hip arthroplasty is also noted with the tip of the stem not visualized. Another undated ap and lateral of the right hip demonstrates the same stem, but a new larger acetabulum with five screws for additional fixation are noted. There is a constrained liner in situ, and the hip is reduced with the components in nominal position. Four undated intraoperative photographs, two of the hip incision area demonstrating white soft tissue areas and two demonstrating a stem trunnion in situ with approximately a 6mm darker band around the mid-trunnion area are reviewed. There is no examination of the explanted components, and only one documented mild elevation of serum cobalt at 1.6 (0.1 - 0.4) in a patient with bilateral total hip arthroplasties is not diagnostic of trunnionosis. The surgical pathology report is ¿compatible with low and low to moderate¿ alval findings but not diagnostic. Similarly, the mars MRI is ¿compatible with type iib pseudotumor with greater trochanteric bursitis¿, but not diagnostic of altr. Examination of the explanted components and review of the histologic slides and MRI images would be helpful in evaluating this case. The risk of dislocation after revision surgery with debridement and an acetabular component noted to be inadequately oriented is increased and not related to component design, manufacturing or materials. -product history review: indicated all product was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the medical review indicated: "there is no examination of the explanted components, and only one documented mild elevation of serum cobalt at 1.6 (0.1 - 0.4) in a patient with bilateral total hip arthroplasties is not diagnostic of trunnionosis. The surgical pathology report is ¿compatible with low and low to moderate¿ alval findings but not diagnostic. Similarly, the mars MRI is ¿compatible with type iib pseudotumor with greater trochanteric bursitis¿, but not diagnostic of altr. Examination of the explanted components and review of the histologic slides and MRI images would be helpful in evaluating this case. The risk of dislocation after revision surgery with debridement and an acetabular component noted to be inadequately oriented is increased and not related to component design, manufacturing or materials". Further information such as histologic slides and MRI images are required to investigate potential root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.